Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. No repair was completed, as the customer refused to pay for the service. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to pay for the repair.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the operation check can't be passed.